Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt, service code 202,108,111, and 112) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying service codes and adjust belt messages.